Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stoppage and a no external power alarm was confirmed based on the information recorded in the log file provided for review. The log file contained approximately 31 days of events, from (B)(6) 2019 to (B)(6) 2019. There was one incident on (B)(6) 2019 where the actual pump speed decreased to 0 rpm. The data recorded after the brief pump stoppage indicated that the system recovered to the set speed and continued to operate with no other speed interruptions. The log file also captured one episode on (B)(6) 2019 where the no external power alarm was recorded. The associated voltage levels indicated that the system was powered by a mobile power unit and the ac power was lost. The pump support was not affected and the system was supported by the system controller¿s backup battery during this event. The exact cause was not able be identified as the (B)(6) was not returned for evaluation. Review of the device history records found that (B)(6) was manufactured with the v-lock ac connector. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no additional information was provided. To date, the mobile power unit associated with the reported events is unavailable for analysis and the complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: approximate age of device cannot be calculated at this time. Investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a no external power event on (B)(6) 2019 was observed through log file by the manufacturer's technical service representative. The event occurred while the device was connected to mobile power unit (mpu). This could be caused by the mpu power cord coming loose at the mpu, ac wall outlet, or house power disruption.